Event description:
The customer reported a falsely elevated chloride (cl) result generated on the alinity c processing module on a patient that was not reported out of the laboratory. The following results were provided: sid initial cl repeat cl. (B)(6) 120 106 mmol/l. Normal range: cl: 96-106 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing the cable, ict to ict pre amp. No additional discrepant result issues have been reported since the service activity was completed. The cable, ict to ict pre amp was determined to be the likely cause of the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the cable, ict to ict pre amp did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or cable, ict to ict pre amp were identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid:(B)(6).

Event description:
The customer reported a falsely elevated chloride (cl) result generated on the alinity c processing module on a patient that was not reported out of the laboratory. The following results were provided: sid initial cl repeat cl (B)(6) 120 106 mmol/l normal range: cl: 96-106 mmol/l no impact to patient management was reported.